Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, air leaked soon. The device was checked during the operation, the inner valve did not return to the home position completely and air leaked with hissing sound. The device was used as-is to complete the case. There were no adverse consequences for the patient. The inner pressure was 8 mmhg and the flow rate was 35ml. The customer disposed of the device.